Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump did not deliver the bolus requested. The customer's blood glucose (bg) level was approximately 120 mg/dl. Review of the pump data log by tandem technical support verified the pump was working as intended. Customer acknowledged the information.